Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg, inability to charge beyond two bars and frequent ipg charging. The patient underwent an ipg replacement procedure wherein an MRI compatible battery was implanted and patient was doing well postoperatively. The explanted device will not be returned due to hospital policy.